Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: dislocation. Event description: it was reported that a 79 years old male patient (bmi=24.6) underwent left total hip arthroplasty on (B)(6) 2018. Later, patient dislocated his hip on (B)(6) 2018, subsequently, patient underwent revision surgery on(B)(6) 2018, due to dislocation. Review of received data: - 3 views of the left hip dated (B)(6) 2018, demonstrate a left total hip arthroplasty with screw fixation of the acetabular cup. Asymmetric position of the femoral head within the acetabular cup. No radiolucency to suggest loosening. Osteopenia with no fracture. (See the detailed x-ray report in warsaw split (B)(4). No other problems related to the femoral head can be stated based on the received x-rays. No complications or significant findings noted in the initial op report dated (B)(6) 2018. In the two week follow up visit, the patient reports dislocating twice while sitting on the couch without twisting or sudden movement. The surgeon took in-office xrays (attached) and planned revision surgery for the dislocation the next day. No revision op note available for review; however, implant records reveal the acetabular liner, femoral head (with a biolox delta 40mm,+0 head), and femoral neck were replaced. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer biomet. Root cause analysis: root cause determination using sap rmw : postoperative tissue reaction, metalosis, dislocation, aseptic loosening of stem, osteolysis due to pe, ceramic or metal particle release from articulation (head and inlay) or taper (head and stem) connection due to wear not possible not such issue reported or observed. Failure of connection between stem and ball head, dislocation, subluxation, dissociation, abrasive wear, limited rom, impingement due to inadequate head and/or adapter design leads to impingement (component to bone) with stem not possible -> a systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment - failure of connection between stem and ball head, dislocation, subluxation, abrasive wear due to impingement (component to bone, component to component, component to soft tissue) due to malposition of components (stem, head, cup) not possible -> no impingement can be observed from the x-rays. - dislocation, subluxation, leg length discrepancy, aseptic loosening of components due to selection of wrong components (e.g. Wrong size of head diameter and/or offset) not possible -> correct components were selected. - failure of connection between stem and ball head, implant breakage, corrosion, metalosis, dislocation, subluxation, abrasive wear due to head is implanted on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper) => possible, cant be confirmed, therefore cannot be excluded. - failure of connection between stem and ball head, abrasive wear, fretting corrosion, dislocation, dissociation, implant fracture, soft tissue impingement due to inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head) => possible, cant be confirmed, therefore cannot be excluded. - dislocation, subluxation, abrasive wear, leg length discrepancy, impingement, limited range of motion due to soft tissue laxity possible, it is not reported, however cannot be excluded. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head, leg length discrepancy due to off label use; wrong combination of components used; combination with competitor products not possible -> product combination was allowed. - dislocation, subluxation, aseptic loosening due to inappropriate information on packaging label or not legible packaging label leads to incorrect use of implant not possible -> IFU (chapters: indications and warnings) provides the necessary and appropriate information. - failure of connection between stem and ball head, abrasive wear, dislocation, subluxation, fracture of head due to laser marking not readable in normal lighting conditions leads to use of wrong head not possible -> DHR of the product shows released components met all requirements to perform as intended. - implant breakage, dislocation due to inappropriate advice by surgeon to inform patient on postoperative activities and limits. => possible, cant be confirmed, therefore cannot be excluded. Conclusion: patient experienced second dislocation 4 days post-op and subsequently underwent a revision surgery due to dislocation. Implant records reveal the acetabular liner, femoral head and femoral neck were replaced. Raw material certificate confirms that the device was manufactured according to the material specifications. Review of the device history records for the product did not identify any deviations or anomalies related to the reported event. Possible reasons leading to the dislocation event could include malposition of components (head and liner), implantation on a damaged stem taper; usage of a wet and/or unclean stem and/or head taper (particles between stem taper and ball head taper), inappropriate assembling of head with stem (e.g. Insufficient impaction force and/ or off axis impaction, torque on head), soft tissue laxity, inappropriate advice by surgeon to inform patient on postoperative activities and limits and patient related issues (high patient activity, patient disregarding limits of the device) however, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2018 - 01155.

Manufacturer narrative:
Concomitant medical products and therapy date detail of product. Item number: 00625006530, item name: bone screw self-tapping 6.5 mm dia. 30 mm length, lot # 64145412. Item number: 00625004525, item name: bone screw self-tapping 4.5 mm dia. 25 mm length, lot # 64103953. Item number: 00630505836, item name: liner standard 3.5 mm offset 36 mm i.d. For use with 58 mm o.d. Shell, lot # 64104699. Item number: 00784802200, item name: modular neck b 12/14 neck taper use with +0 heads only, lot # 63675124. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that patient underwent revision surgery due to dislocation.